Event description:
Information was received that device is under dosing by six percent. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, the reported event was not able to be duplicated. Visual inspection was performed and a small tab was found intact to the bottom of the front case. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6% after the tab was removed. Service removed the tab as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.